Event description:
The patient began reporting distortions in sound quality and loudness 3 to 5 months after surgery. An xray showed normal positioning of the device. Device testing showed multiple electrodes failures over time. Explanation and reimplantation surgery is planned for the near future (date unknown).